Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the device, and noted the balloon shell to be discolored, as it was blue in appearance. Trace amounts of black fluid were noted inside the balloon shell. Yellow and black particulate matter were noted in the valve channel. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from one opening on the anterior portion of shell, and several openings on the radius of the shell. Under microscopic analysis, eleven openings were noted on the radius of the shell. The opening on the anterior portion, and all openings on the radius, were noted to have striated edges, consistent with surgical damage from device removal activities. Yellow and black particulate matter was noted on the inner surface of the valve channel.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Review of the device labeling notes the following: warnings and precautions: the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications of the use of the orbera® system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient with the orbera intragastric balloon reported experiencing vomiting and abdominal pain. A clinical examination, x-ray and endoscopy was performed by physician and confirmed hyperinflation. The device was removed and replaced.